Manufacturer narrative:
This is the same pt event as MDR 9610622-2011-00077.

Event description:
The surgeon reported through our sales rep, during a revision surgery due to the breakage of the product involved, the surgeon experienced difficulties in extract the item with the extracting hook ((B)(4)). When they tried to extract another nail available in the theatre, it seemed to work. The opinion of the surgeon is that the event is related to the gamma nail. Pt involvement due to this event there was a delay in the time of surgical procedure of about 30 minutes.